Manufacturer narrative:
H3,h6: one 72203854 suturefix ultra suture anchor device reported on. The report pertained to a used item but a new unopened item was returned for this complaint. Due to subject product unavailability evaluation was limited and the allegation was not confirmed. The product deployed, cinching the anchor as expected. Following instructions for use recommended prep is essential for successful use. Instructions for use highlights several precautions that can affect successful fixation. Smith and nephew suturefix anchors are intended for the reattachment of soft tissue to bone. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Only use the recommended drill bits and drill guides intended for use with the suturefix ultra suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation. Once seated do not rotate the suture anchor device in the bone as this may cause device failure. Incomplete anchor insertion may result in poor anchor performance. Pull back slowly on the handle to remove insertion device. The anchor will remain in the bone.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a bankart repair surgery, when using the suturefix ultra, the anchor came out while deploying. An additional bone hole was required. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.